Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, when attempting to dock, invalid trocar - error 1169 was confirmed in the logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked caller through emergency power off (epo) of patient side cart (psc) with no change. The fse suggested a re-drape of universal surgical manipulator (usm) 3 which user performed with no change. User opted to swap psc with other system on site to proceed with case. The procedure was converted to another da vinci system; there was no indication of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue but still replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Annex d has been updated to d1501.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but could not reproduce the issue in-house. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a psc fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller spar cannula (acsc) was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the acsc printed circuit assembly (pca) is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.